Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin dripping from end of set before connecting at their site. The customer¿s blood glucose was 66 mg/dl at the time of incident. The customer was treated with food. Customer uses auto mode. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege pump was over delivering. The device will not be returned for analysis.